Event description:
It was reported that during a hip arthroscopy in which an ambient wand ((B)(4)) and a speedlock fixation device ((B)(4)) were used, as the consultant was finishing the repair, a metal washer was noticed in the joint which it is unsure from which device it may have come from. The surgeon retrieved the washer from the patient. No surgical delays nor further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). Relevant devices used and associated with the detached metallic washer incident are: part no: asha4250-01 & lot no: 2105091 (qty. 1) and part no: 23-2001 & lot no: 2103976 (qty. 1). Exp. Dates for each of the two lots reported are: 18-nov-2025 (2105091) and 23-oct-2025 (2103976). Mfg. Dates for each of the two lots reported are: 18-nov-2022 (2105091) and 23-oct-2022 (2103976).

Event description:
It was reported that during a hip arthroscopy, as the consultant was finishing the repair, a metal washer was noticed in the joint and it was not possible to determine from which device it may have come. The surgeon retrieved the washer from the patient. No surgical delay nor further complications were reported.

Manufacturer narrative:
H3, h6: part of an unknown device was received for evaluation. A visual inspection revealed a metallic crimp type ring was returned in a small plastic vial. One edge was noted to have a wavy profile. A customer provided image showed the "washer" was approximately 6mm in diameter. In the another image it is possible to see dark spots on the surface of the metallic ring. Insufficient product identification information was provided and thus a review of manufacturing records, instructions for use, and risk files could not be conducted. A complaint history review was performed for the suspected devices used in the procedure and no similar events were found. A review of the product prints of these suspected devices did not find any component that resembles the returned "washer." No clinically relevant supporting documentation was provided for inclusion in this medical investigation. Since no further impact to the patient is expected, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. A device deficiency was not identified and the origin of the metallic ring could not be determined. Factors that could have contributed to the reported event include a fault of a concomitant device. No containment or corrective actions are recommended at this time.